Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 270 mg/dl at the time of the incident. The customer reported the blank display and the customer also state that display return after the pump restart. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify critical pump error (open book image) due to blank display. Insulin pump was received with missing serial number label.